Event description:
While using channel b of the baxter colleague 3-channel pump, on two separate occasions nurse experienced problems noting a change in fluid rate not programmed by the nurse. Nipride infusing on this channel. Change in rate caused drop in blood pressure. Patient unable to change pump related to serious condition. Pump evaluated by biomed dept. Situation was reproduced. Resulted from incorrect initial pump setting.